Event description:
The customer reported that the keypad is unresponsive. The blood glucose reading was 99 mg/dl. Prior to the event, the customer said that there was moisture on the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Intermittent button response due to moisture damage to keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.